Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low and fluctuating impedance. It was further reported that the left ventricular (lv) lead exhibited over-sensing. The ra lead and lv lead were capped and replaced. No patient complications have been reported as a result of this event.